Event description:
It was reported (B)(6) that invalid impedances were observed during a permanent implant procedure. It was determined that the scs extension was the issue. The physician decided to remove the extension and replace it with a new extension. The issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.